Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. UDI(di): (B)(4).

Event description:
It was reported that the patient was experiencing ineffective stimulation with the drg leads. Troubleshooting was performed but unsuccessful. Through x-rays, it was determined that the s1 level lead had migrated out of the epidural space. Surgery is anticipated but has not occurred.

Event description:
Additional information received indicated that the patient's s1 drg lead was removed and replaced. Patient has effective stimulation, post-operatively.